Event description:
It was reported that a fiber port connection error occurred, with a patient present and sedated, before starting the pvp procedure. Attempts were made to clear the fiber port connection error however these attempts were unsuccessful. The procedure could not be completed due to this issue and the procedure was cancelled. No injury was reported.

Manufacturer narrative:
Evaluation performed on september 28, 2017: no fault was found with the device.

Event description:
It was further reported that there was no patient injury associated with the procedure.